Event description:
A male pt reports getting a few "adjust belt" messages. He reports trying to adjust the belt but the messages continued. He then tried changing the garment but continued to get the "adjust belt" messaged and "no rate" messages when checking his heart rate. The pt's downloaded data showed 90 mins of right and left ECG falloff which started when he disconnected and reconnected the electrode belt when changing his garment. Lifecor customer support asked the pt to reconnect the belt a few times but the messages persisted. The pt's spouse reports that a couple of the pins look a "little off". The pt's electrode belt was replaced.